Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Device information is unknown. No product information has been provided to date.

Event description:
It was reported that the device alarmed for no disposable, pump will not run, flow stop was present. No patient injury was reported.